Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. Sample was filled with 5cc of air in order to see if there was any functional problem. When inflating the unit with air, it was seen that cuff inflated but a part was not uniformly. The instruction for use( IFU) states that the cuff when manipulated the whole cuff inflated. However, extremely force was needed to inflate the cuff and after inflating the cuff it was seen that the teflon was not properly distributed inside the cuff. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event and all procedures are being carried appropriate. The reported issue was confirmed. The teflon is not properly distributed. A corrective and preventative action has been opened to address the reported issue. As containment action production personnel were trained on quality alert. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cuff was not inflating correctly. No patient injury was reported.